Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker had changes in the battery longevity due to increase power consumption related to atrial fibrillation (afib). Boston scientific technical services (ts) recommended reprogramming and the patient was referred to a cardiologist for atrial fibrillation (afib) treatment. This pacemaker remains in service. No adverse patient effects were reported.